Event description:
It was reported that the pump reset unexpectedly multiple times. Subsequently, the pump history was missing data and the pump time was incorrect. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 190 mg/dl. Customer declined to further troubleshoot with tandem technical support.